Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) leads exhibited intermittent high out-of-range pace and shock impedance measurements per the patient's following clinic after an alert from the remote monitoring system. Boston scientific technical services (ts) reviewed data stored to the monitoring system and noted the presenting electrogram was free of noise and all device measurements were within normal limits. It was noted that a commanded shock was also performed at one point, likely to assess true shock impedance, returning a normal value. Additional testing was performed in clinic including manipulation testing and x-ray. No out-of-range pace impedances were obtained though a single measurement of 1,800 ohms was observed. The physician suspected the beginning of a lead fracture as the lead was implanted abdominally in this young patient approximately 8 years earlier. The patient later underwent a revision procedure wherein their ICD was explanted. At the time the physician also performed tests on the patient to confirm brugada syndrome which tested negative. As such, the physician did not implant a new system. The chronic device will not be returned for analysis. No additional adverse patient effects were reported.